Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests. Reporter's results were 180, 120, 184, and 124mg/dl. No symptoms were reported. A control test was in range, 141(100-150). On followup, the reporter stated that they have added more than one drop to their test strips, and sometimes oversaturates the strip. Reporter had been using control solution to clean their meter. The confirmation dots on the above results allegedly were totally blue. Reporter stated that in the initial report, the strips allegedly not absorbing blood were with control solution. No harm was alleged.